Event description:
It is reported that at a 5 year follow-up visit, the surgeon noted on x-ray that osteloytic lesions or cysts had formed aorund threads and tip of screws used to affix the plate. The polyethylene articular surface was revised and grafts were placed in 2003.